Event description:
The device was returned to the service ctr with a report from the customer contact that the device pins that connect the screen to the board were broken. This does not indicate a reportable malfunction. However, during verification testing at the service the device touchscreen did not respond when pressed.

Manufacturer narrative:
During testing, the device touchscreen did not respond when pressed. Further testing found that the touchscreen flex cable connector pins were broken and there was contamination on the bottom edge of the lcd touchscreen. The probable cause was due to a broken touchscreen. This was caused by fluid ingress which altered the characteristics of the touchscreen. As indicated, this device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.